Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that a percutaneous coronary intervention (pci) was performed in 2006, to treat an in-stent restenosis (isr) that was observed in the pixel stent during the follow-up. The initial stent deployment date was a month earlier. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info; however, the device was not returned to abbott vascular for analysis. It was reported that during a follow-up, restenosis was observed although there was no reported device issue. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting.